Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported her first implant stopped working, noting that she could feel a little of the therapy at first but then it stopped and she could feel absolutely nothing. This was regardless of which program she was using. Patient indicated the healthcare provider (hcp) gave her an x-ray and the results seemed to be fine. The hcp later decided to replace the system. Patient also stated that neither hcp or the manufacturer representative (rep) told her not to exercise after the first system was explanted and she exercised the next day. Patient indicated she drove after having the first system implanted.

Manufacturer narrative:
Event date was updated to 6 months ago as (B)(6) 2017, and is an estimated date other applicable components are product ID (B)(4) lot# va0uvh8 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead. Updated to serious injury as replacement was scheduled for (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with patient reporting that the cause of them not feeling stimulation and the device not working was due to the wire not being connected to the nerve so the signal to stop the urine feel did not exist for the last 6 months. They had an xray done on (B)(6) 2017 which was fine then had a meeting with the manufacturer representative. The only option for patient was to go back to o.r. To remove the device and put a new one in. The date of the procedure was (B)(6) 2017 at (B)(4). No further complications were reported. [B3 date of event is estimate]

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the device was not working. Patient had x-ray however did not get the results yet. Patient stated they checked to see if it disconnected. Patient had tried programs, increasing stim and she did not feel stim after she had felt it before. She had an appointment on the day of this call. There were no further complications that have been reported as a result of this event.